Manufacturer narrative:
H.6. Investigation: a review of the device history record was completed for this batch: 0007263. Product was manufactured at the bd sumter site in january 2020. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. No customer samples or photos were received as of this evaluation. As no customer samples or photos were received the scope of this investigation is limited. Based on a review of batch records, no root cause from manufacturing was identified as a contributor.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip after use. The following information was provided by the initial reporter: the customer stated "when using a butterfly needle for blood draw the needle was retracted by pressing the black button. When the needle retracted it sprayed some blood to surrounding environment; gloves and tabletop." No blood exposure reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip after use. The following information was provided by the initial reporter: the customer stated "when using a butterfly needle for blood draw the needle was retracted by pressing the black button. When the needle retracted it sprayed some blood to surrounding environment; gloves and tabletop." No blood exposure reported.